Manufacturer narrative:
A cracked reservoir tube lip, cracked display window, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. The drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the paradigm real-time vevo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a crack on the display. The customer's blood glucose was unknown. Nothing further was reported.